Event description:
It was reported that the leads appeared to have been reversed in header. The pulse generator will be programmed appropriately for the current situation and will be monitored until the leads can be placed in the appropriate connector port.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.